Event description:
Customer's mother reported a blood glucose result of 300 mg/dl on the aviva system, washed the customer's hands, then 150 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.